Event description:
The customer reported that there was leakage observed from the suction channel during reprocessing. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Device inspection and testing found that the light guide lens was dirty due to a gap in the adhesive at the distal end. This report is being submitted for the malfunction found during the device evaluation (dirty lens due to gap in adhesive).

Manufacturer narrative:
Inspection and testing of the returned device confirmed the customer's initial report of leakage from the suction channel. In addition, service found that air/water flow was out of specification due to damage of the instrument/suction channel. The forceps angulation was out of specification due to a damaged elevator wire. There was a crease in the insertion tube. There was a gap in the adhesive part of the bending section. The electrical connector demonstrated corrosion due to fluid leakage. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the dirty lens was caused by humidity which entered inside the light guide lens from leakage. The event can be detected/prevented by following the instructions for use which state: - "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." ''When inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off." "If the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.